Event description:
User facility medwatch # (B)(4) reported: the patient was admitted to the hospital on (B)(6) 2013 after a fall that led to right hip fracture. On(B)(6) 2013, the patient underwent procedure of right hip hemiarthroplasty with implant of "stryker proximal femoral fracture stem size 7 cemented with a -3 neck, 51mm unipolar component." The risks of the patient related to his intoxication was documented as extremely high risk for complications including failure of the procedure and need for revision. The patient tolerated the procedure well. On (B)(6) 2013, the patient was taken back to surgery while still in hospital after postop films indicated the hip was subluxated. This was documented as not acceptable to the orthopedic surgeon. The procedure was "reduced right hip hemiarthroplasty" where the patient tolerated the procedure well. The second surgery documentation indicated the surgeon used a 48 mm unipolar component instead of the previous 51 that he described as actually hanging up. The documentation also indicated a 0 neck was used instead of -3.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a unitrax c-taper sleeve -3mm was reported. The unitrax c-taper sleeve -3mm was returned captured in the modular endo head and therefore only the distal end could be observed. There was nothing to note regarding this device. The reported dislocation was caused by the use of a head that was too large. There are no allegations against the device reported in this investigation. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
(B)(4) reported: the patient was admitted to the hospital on (B)(6) 2013 after a fall that led to right hip fracture. On (B)(6) 2013, the patient underwent procedure of right hip hemiarthroplasty with implant of "stryker proximal femoral fracture stem size 7 cemented with a -3 neck, 51mm unipolar component." The risks of the patient related to his intoxication was documented as extremely high risk for complications including failure of the procedure and need for revision. The patient tolerated the procedure well. On (B)(6) 2013, the patient was taken back to surgery while still in hospital after postop films indicated the hip was subluxated. This was documented as not acceptable to the orthopedic surgeon. The procedure was "reduced right hip hemiarthroplasty" where the patient tolerated the procedure well. The second surgery documentation indicated the surgeon used a 48 mm unipolar component instead of the previous 51 that he described as actually hanging up. The documentation also indicated a 0 neck was used instead of -3.